Manufacturer narrative:
Per good faith effort (gfe), it was confirmed by the customer that there is no further actuation that is needed based on what philips service manual recommends. "If diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required." The customer ran the device for about an hour on test lung and encountered no issues. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that when the respiratory therapist (rt) turned the unit on and placed the mask on a patient, 15 seconds later the unit shut off then turned back on with a message saying it had done a restart and alarmed. The rt cycled power and allowed the unit to operate on patient for 20 minutes, with no issues, before deciding to swap the vent out. There was no harm to the patient or user with no medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that when in use on a patient, it turned off and restarted. In the event log, it shows many messages of patient disconnect. Code 2001, "system startup in ventilation", code 1101 and 3007 logged just seconds after the 2001. Code 2002, "system shutdown", logged just after that followed by a 2001. Per philips manual, no further action required: the error code 1101 "ventilator restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors". It is noted: if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required." Resolution and disposition are pending - investigation ongoing.